Manufacturer narrative:
Correction: h6.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to a prolonged episode within the ventricular tachycardia (vt) zone. A cardioversion and atrial fibrillation ablation were performed to restore normal parameters. The patient status was unknown.